Event description:
New information received noted that the atrial lead exhibited more noise and low pacing impedance, which triggered a polarity switch. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited false automatic mode switch episodes due to lead noise. The patient would be brought into clinic for further testing; no intervention was reported. There were no reported patient symptoms.